Event description:
It was reported that stent damage occurred. A 20x55/10fr uni plus 75cm wallstent endoprosthesis stent was selected for use. However, it was noticed that the stent was kinked when it came out from the package. The procedure was completed with a different device.